Event description:
Info received indicates, the bed has no power.

Manufacturer narrative:
The technician found power going into the power control module, but not out of it. The technician replaced the power control module to repair the bed.